Event description:
Rep reported that proceed mesh delaminated on periphery during lap ventral hernia procedure. Surgeon continued to tack the device into place. The mesh remains implanted with no adverse event noted.